Event description:
The customer reported that the system exhibited an error upon start up. Further information was received from the fse indicating that the system intermittently failed to power to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and identified as requiring replacement. The customer has not approved a repair at this time. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.